Manufacturer narrative:
Clarification h6: e2402 captures the report of ptosis. No contact information was provided for the initial reporter, therefore additional event, product, and/or patient details are not attainable. The events of ptosis and wrinkling/rippling are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: ptosis & wrinkling/rippling.

Event description:
Healthcare professional reported via the national breast implant registry (nbir) "wrinkling/rippling, change shape/size/style, ptosis". This record is for the right side. The device has been explanted and replaced with another manufacturer´s device.